Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter displayed error 4 and error 5 messages. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the issue occurred on (B)(6) 2017. The patient manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2017 he was admitted to an emergency room (ER) where he had his blood glucose tested on an ER meter, which gave results of ¿470 and 501mg/dl¿ and was treated with IV glucose. The patient reported that one week after the issue occurred he developed a symptom of ¿finger sores from testing so much¿. During the call the cca noted that it was not the first time the product had been used however the patient had not followed the correct testing procedure by using the incorrect calcode. In addition, the test strips had expired at the time of use. When the patient was walked through a retest the issue was resolved. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.